Manufacturer narrative:
The actual device was not available; however, a twenty-five companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure, clear passage, functional and backflow functional testing were all completed and performed according to product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was ¿a lot of resistance" when flushing saline through a one-link catheter extension set. This occurred during use with a power injector. The reporter also stated that a ¿couple of medrad graphs were higher pressure than they should have been¿. There no damage noted to the product or packaging prior to use. There was no patient injury or medical intervention associated with this event. No additional information is available.